Event description:
It was reported that the cap had come off the bd microtainer® contact-activated lancet before use. The following information was provided by the initial reporter, translated from japanese to english: "the pink cap came out from the body."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for improper assembly of the cap with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, however the issue relating to improper assembly of the cap was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap had come off the bd microtainer® contact-activated lancet before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the pink cap came out from the body."